Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) due to the extended charge time limit. The monitoring voltage was at middle of life (mol) at 2.72 volts. The device remains implanted. No adverse patient effects were reported.

Event description:
Additional information was received that this device has been explanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The explanted device was given to the patient and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.